Manufacturer narrative:
Date of event: date is estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The devices were not returned for analysis. The lot history records (lhr) could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of infection is listed in the hi-torque wire instruction for use (IFU) as a known potential patient effect associated with the use of a wire in coronary or peripheral arteries and / or biliary tree. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other devices listed in the attached post market clinical follow up evaluation report are filed under separate medwatch report numbers.

Event description:
It was reported through a post market clinical follow up evaluation report identifying the ht balance guide wire that may be related to the following: hemorrhage and infection. Details are listed in the attached article, titled post market clinical follow-up evaluation report nitinol guide wires please see the attached post market clinical follow up evaluation report for specific information.